Manufacturer narrative:
This report is filed, april 13, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016 the patient underwent revision surgery to excise the excess tissue; during the same procedure the abutment was removed from the existing fixture and a new device was implanted.